Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient had implant 5/4 x 10 placed in area #18 and healing abutment 454 in #18. Patient had post op and follow up 1 month later. The doctor stated no stability and mandibular bone loss on #18 and the implant was removed. The site was grafted for future replacement of implant and healing abutment #18. Symptoms as a result of the event: inflammation. Patient will return for an additional appointment.